Event description:
Info received indicates, the right head siderail doesn't latch in the up position due to the latch pins not snapping into locking position.

Manufacturer narrative:
The tech replaced the siderail latch assembly to repair the bed.